Event description:
It was reported that the catheter shaft fractured. A direxion infusion catheter was selected for use for a transcatheter arterial chemoembolization procedure in the liver. During the procedure while inside the patient, the nitinol hypotube shaft on the catheter fractured. The procedure was completed with the same device. There were no patient complications reported.

Event description:
It was reported that the catheter shaft fractured. A direxion infusion catheter was selected for use for a transcatheter arterial chemoembolization procedure in the liver. During the procedure while inside the patient, the nitinol hypotube shaft on the catheter fractured. The procedure was completed with the same device. There were no patient complications reported. Device evaluated by MFR: the shaft was microscopically examined. The device showed damage in the form of a separation located at 41.3cm from the hub. The device was not completely separated the inner liner was still attached. The fractured ends look to be consistent with a tensile fracture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.